Manufacturer narrative:
Exact date unknown, event occurred two weeks after implant. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 19771555.

Event description:
It was reported that the patient underwent an explant procedure due to infection. No further information could be obtained despite good faith effort.